Event description:
During a follow-up, oversensing due to noise and myopotentials were noted on the right atrial (ra) lead. Lead insulation damage was suspected but was not confirmed. Provocative testing was performed and the lead noise was not reproduced. Additionally, an x-ray was performed and no anomalies were observed. The device was reprogrammed to resolve the event. The patient was stable.